Event description:
Customer reported via phone call that their insulin pump is alarming. Customer states that they received a motor error alarm. The blood glucose reading is 11.1 mmol/l.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The insulin pump was unable to confirm alarm due to overwritten with alarms in alarm history screen. The insulin pump alarmed noted due to corrupted history file. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.